Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller ac adapter / (B)(4)/ model #: 1430de / catalog #: 1430de UDI #: asku, device available for eval: no, device evaluation anticipated, but not yet begun, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / catalog #: 1650de / expiration date: 2018-08-31 UDI #: asku , device available for eval: no, device evaluation anticipated, but not yet begun, mfg date: 2017-08-31, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced two controller power-up events while connected to both a controller ac adapter and a battery. The controller, controller ac adapter and battery were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and battery were returned for evaluation. The controller ac adapter was not returned for evaluation. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed two controller power ups and associated motor start events on (B)(6)2019 at 07:02:35 and at 07:12:33. The data point logged on the controller's internal logs prior to the first controller power up, logged at 06:59:47, revealed that bat584396 was connected to power port 1 with 75% relative state of charge (rsoc) and an ac adapter was connected to power port 2. The data point after the controller power up event, logged at 07:03:11, revealed that bat584396 was connected to power port 1 and an ac adapter was connected to power port 2. The controller was without power for 13 seconds. The data point logged on the controller's internal logs prior to the second controller power up, logged at 07:12:12, revealed that bat584396 was connected to power port 1 with 75% rsoc and an ac adapter was connected to power port 2. The data point after the controller power up event, logged at 07:13:09, revealed that bat584396 was connected to power port 1 and an ac adapter was connected to power port 2. The controller was without power for 11 seconds. As a result, the reported power-ups were confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: controller ac adapter cac013706, h3: yes, dev rtn to MFR? No, h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 213 h6, FDA conclusion code(s): 67 battery bat584396, d10: yes, return date: (B)(6) 2019, h3: yes, dev rtn to MFR? Yes, h4: mfg date: dd-mmm-yyyy, h6: FDA method code(s): 10, 4112, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.